Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited undersensing. The lead had a history of low impedance and noise. Lead revision was discussed. No patient symptoms were reported. No additional information has been provided.

Event description:
New information received states that the right atrial lead was capped and replaced successfully on (B)(6) 2018.